Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018.with the following findings: during investigation, the display was found to be dim/discolored. It was also found that the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/faded display screen and a battery compartment crack. This report is made based on results of investigation completed on 19-nov-2018.